Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Conical tip had a dent/marking on the side. Was able to use for the radial in its entirety. Had to switch out the conical tip as they opened an accessory kit for use in the leg/vein harvest. No patient injury or any issues with artery or vein. The hp2 jaws during the vein harvest and coag of the vein branches on the convex side the jaw came apart. They were able to finish the harvest without opening another kit and there was no adverse patient affect or injury to the vein. The same kit was used for both the radial artery and the left saphenous vein.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Conical tip had a dent/marking on the side. Was able to use for the radial in its entirety. Had to switch out the conical tip as they opened an accessory kit for use in the leg/vein harvest. No patient injury or any issues with artery or vein. The hp2 jaws during the vein harvest and coag of the vein branches on the convex side the jaw came apart. They were able to finish the harvest without opening another kit and there was no adverse patient affect or injury to the vein. The same kit was used for both the radial artery and the left saphenous vein.

Manufacturer narrative:
Updated sections: a2, g4, g7, h2, h3, h6, h10. Trackwise # (B)(4). The device was returned to the factory for evaluation on 02/06/2020. An investigation was conducted on 02/28/2020. A visual inspection was conducted. Signs of clinical use and heavy amounts of charred material was observed on the completely flexed away heater wire. Blood was observed on the harvesting handle. The heater wire was attached at the base with detachment at the tip. No other visual defects were observed. Based on the returned condition of the device, the reported failure "material twisted/bent" was confirmed. Specific actions for the reported failure mode material twisted/bent are being maintained and documented under maquet¿s failure investigation report (fir) system.